Event description:
It was reported, the surgeon was drilling the home run screw on a tibial plateau fracture. He threaded the cannula in the plate for the home run screw and the drill began making a strange chatter. The rep commented on the noise from the device. The surgeon backed the drill out thinking it might be cortical chatter because it was a young patient. He proceeded to drill the hole and the drill tip broke off. A new drill was used and the event happened again. They took a lateral view of the broken tips in the patient and the rep noted that they were butted firmly against the posterior cortical bone.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.